Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the cadiere forceps had a plastic portion demolished. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps to perform failure analysis. The instrument was analyzed and found to have input disk #2 completely detached from the base of the housing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps was transferred to engineering for advanced failure analysis(afa). The instrument was found to have both of the grip input disks cracked and the pitch input disk broken. As a result, the lower part of the shaft along with the input disk for the pitch input was able to be separated from the instrument. The two grip input disks were found to be broken inside the housing. The instrument has 6 remaining uses out of 18. A review of manufacturing history indicated no related non-conformances. It was observed that the broken pitch input disk exhibits cracking damage on the shafts leading up to the break locations and was found to be broken in multiple pieces. It is likely that the input disks initially experienced cracks that over time and use, resulted in the disks fully breaking.